Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. One unpackaged ar-1934bcf-2-1, batch 15228793, was received for investigation. Visual evaluation noted that the anchor was damaged, and the threads were nicked. Functional testing was not performed due to damage to the device. The most likely cause is attributed to misuse due to prying/leveraging the device during use. Per dfu-0054-eo: "7. Avoid excessive impaction during anchor insertion as this could lead to inserter damage and/or breakage. If insertion resistance is encountered, do not impact harder. Replace the implant and repeat the drilling/insertion process. 9. Suturetak and fibertak suture anchors only: drilling in very hard bone may require cycling the drill while maintaining consistent alignment of the drill guide. Increased size, hard bone drills are also available for use. G. Precautions: 6. Suturetak and fibertak suture anchors only: anchors loaded on flexible drivers: the drill guide tip must remain in contact with the bone surface during the drilling and implant impaction steps of the procedure. Failure to do so may result in difficulty seating the implant to its intended depth. Avoid excessive impaction during anchor insertion as this could lead to inserter damage and/or breakage. If insertion resistance is encountered, do not impact harder. Replace the implant and repeat the drilling/insertion process."

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, it was reported by an arthrex employee via email that for an ar-1934bcf-2, suture anchor, biocomposite¿ suturetak® 3 x 14.5 mm, the anchor broke during insertion. This was detected during a bankart repair procedure on (B)(6) 2025. Ar-1250l was used to prepare bone socket. The anchor broke during insertion. The product broke inside the patient and was successfully retrieved. Patient bone quality was normal. Procedure was completed successfully by using another brand product.